Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had blood in his urine for the past 3 days. He contacted his physician and was told to turn the device off. The pt was at home and was re-directed to his physician. Further info was requested from the healthcare professional.